Manufacturer narrative:
As of this filing, the "used/damaged" 5.5mm hps prebent polishing bur has been returned from the user facility for evaluation on 13-apr-2016. The investigation remains in process. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The end-user facility reported that during use of the 5.5mm hps prebent polishing bur in a hip arthroscopy procedure, and while the surgeon was burring, he felt the bur shaking and then the end of the bur broke off in the patient. The broken portion was safely removed from the patient with no problems noted. Another polishing bur was used to complete the procedure with only five minutes delay reported. The procedure was otherwise completed with no further complications or patient injury. This report is raised on the basis of potential injury with recurrence.

Manufacturer narrative:
One (1) used/damaged hps prevent polishing bur was returned to conmed for evaluation on 13-apr-2016. Visual inspection of the returned bur found the inner tube has broken near the tip and the broken portion was returned and this confirmed the reported breakage. Further inspection by the engineer, revealed that the weld was intact and the breakage occurred at the sleeve component just below the weld. Also, some galling was observed just below the point of breakage. The reported indicated that the most like cause of torsional failure was due to excessive lateral force being applied to the bur head, which in turn caused the sleeve component to fail. This lot with the (B)(4) was manufactured on 20-oct-2015. A review of the device history record for this lot found no noted of discrepancies during the manufacturing process that could have could or contributed to reported breakage. Of the lot containing 60 units, there was no other similar complaint received for this item and lot number combination. In addition, a 2-year review of product history for this device shows other than this complaint there has been only one similar report received. During this same 2-year time frame, approximately 156 units were sold worldwide, making the occurrence rate for this failure mode 1.28 percent. There have been no serious injuries or death related to the reported breakage or the use of this device. No further action is planned at this time. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary.